Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling during a laparoscopic nephrectomy, the first handle was able fired once with one reload but would not operate with another reload. A second handle was opened and during cycling the instrument for first use the jaws would not open and therefore could not be used. A new handle was opened and used to complete the case. There was no patient injury.